Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found the automatic power-off around 30 minutes after start-up caused by printed-circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the device screen occasionally went black. The intended procedure was finished with the same device. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s190.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported event occurred due to printed-circuit board malfunction. The printed-circuit board malfunction might be caused by an accidental malfunction of the electrical components.